Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Additional information: lot haeg - received 18/nov/2021; manufactured 14/jun/2018. Lot nhfh - received 7/oct/2021. Visual inspection: devices were inspected and it was observed that the knobs were jamming on the handle. Functional inspection: higher force was used to unthread the knobs from the handles, but it was not successful. Device history records were reviewed for this catalog, and no relevant manufacturing issues were identified. Complaint history records were reviewed for this catalog, similar complaints were reported among different lot numbers. The jammed knob implies that the user torqued the knob more than needed in the clockwise direction. The use of this instrument is defined to grab and place set screws. Any other deviations such as over torquing the knob (clockwise or anti-clockwise) would result in internal jamming of the instrument; therefore, the plausible root cause has been identified as user error.

Event description:
This report summarizes two malfunction events where the knobs of everest mi provisional split drivers jammed intra-operatively. Surgeries were successfully completed with no delay and another driver. No adverse consequences or medical intervention were reported.